Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity, breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mixed-race (hispanic/latino, caucasian) female patient underwent a revision breast reconstruction with two 560cc mentor memorygel breast implant prostheses and experienced bilateral cutaneous contour deformity and anisomastia postoperatively. As a result, the patient underwent bilateral surgical intervention (fat grafting) on (B)(6) 2018. This report is for the right-sided prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 8, 2023, mentor received additional information indicating the patient's correct date of birth. Section a 2. Date of birth has been properly populated.

Manufacturer narrative:
On february 23, 2024, mentor received additional information indicating that the patient has undergone bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 650cc mentor memorygel xtra breast implant catalog: shpx650 lot: 9836612 sn: (B)(6) and (left) 650cc mentor memorygel xtra breast implant catalog: shpx650 lot: 9643681 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: cutaneous contour deformity, anisomastia.

Manufacturer narrative:
On may 27, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the correct patient identifier has also been provided and populated.

Manufacturer narrative:
On june 26, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 560cc returned device. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, sub-glandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.